Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of "capsular contracture", "lymphadenopathy", and "seroma-late" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma; "atypical lymph nodes"; capsular contracture, baker grade iii.

Event description:
Patient reported left-side "discomfort, pain and inflammation" as well as capsular contracture baker grade iii and seroma. Healthcare professional later reported "atypical lymph nodes in the axillary region and in the left axillary extension". The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ capsular contracture: unable to observe as it is not related to the device. ¿ hemorrhage: unable to observe as it is not related to the device. ¿ inflammation/irritation: unable to observe as it is not related to the device. ¿ pain: unable to observe as it is not related to the device. ¿ seroma: unable to observe as it is not related to the device.

Event description:
Patient reported left-side "discomfort, pain and inflammation" as well as capsular contracture baker grade iii and seroma. Healthcare professional later reported "atypical lymph nodes in the axillary region and in the left axillary extension". The device has been explanted and replaced.